Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was inaccurate. Customer stated they will reload their cartridge at a later time. Customer's blood glucose level was 200 mg/dl. Customer addressed blood glucose levels with manual injections.